Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at time of incident. The customer was assisted with troubleshooting. The insulin pump was dropped and broken also the belt clip was broken. The insulin pump had cracked at bottom. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to broken power connector on electrical board. Device was received with broken off the end cap. The p-cap locks properly into place.